Event description:
Twp pt's reported injuries following lumeone ipl sessions per pt was treated 2/7/2006 and had a second degree burn and edma; pt kw was treated ten days later and ahd a first degree burn. Both pt's were given depomedrol 80 mg im following the incident. Pt jt also received additional medical intervention: hydrogen peroxide wash, punched blisters and removed fluid, water/vinegar soaks, silvadene ointment, c&e lotion, avoid makeup.